Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that during a right ventricular lead revision, this lead was attempted to be repositioned, but was unable to be successfully placed. This lead was then explanted and replaced. No additional adverse patient effects were reported.